Manufacturer narrative:
This rv lead is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead exhibited a high out of range pacing impedance measurement of greater than 3300 ohms. Surgical intervention was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than a crimp in the conductor coil approximately 30 centimeters from the is-1 end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.